Manufacturer narrative:
The recipient's infection has resolved, and the facial nerve function has reportedly improved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: d.9. The recipient has reportedly healed, the facial nerve weakness has not resolved, and this will be the recipient's new baseline. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The surgeon reported that cholesteatoma was present at time of explant. The recipient reportedly has facial nerve weakness post explant as a facial nerve was injured during the surgery. The recipient is reportedly healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly explanted due to chronic suppurative otitis media (csom). The recipient presented with pus and discharge. An examination revealed a perforation of the tympanic membrane with the electrode lead exposed in the middle ear. During explant surgery, a subtotal petrosectomy was done. The recipient was not reimplanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.